Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was turning off. The customer¿s blood glucose level was 88 mg/dl. The customer was reported that they received calibration not accepted alert. The customer was assisted with troubleshooting. The customer was to change the sensor. The insulin pump will not be returned for analysis.